Manufacturer narrative:
One cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Unable to download the event log. The pump was visually inspected and was tested for any signs of function and pressure failure. The customer's reported problem was verified. A blank screen and continuous alarming was detected when powering up the pump. Fluid ingression was found inside the pump during the visual inspection. Service replaced the micro processor board and lcd screen. The problem source was the fluid ingression caused by the customer.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited black screen and continuous beeping. No adverse effects were reported.